Event description:
Customer alleges discrepant results with meter compared to lab: date: unknown, inratio: 2.3. Date: unknown, lab: 4.9. Patient had 2.3 result on meter the day of surgery in (B)(6) or (B)(6) 2011. Patient had bleeding from incision site the following day and went to the lab where inr was measured at 4.9. Patient has already had a meter replacement due to error results.

Manufacturer narrative:
Pending.